Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported from dr. Theo batistas office that a silent nite device experienced a malfunction in which the device fractured at the blue connector. No additional information was provided.